Event description:
A medtronic representative reported that while in a cranial surgery, touch-n-go was not accurate after a valid registration of 3.0. The surgeon verified accuracy; when touching the front of the head, the probe on the software displayed on the back. This patient was under anesthesia before incision. Tracer registration was used as a second type of registration. Tracer passed successfully. Surgery continued with navigation and completed with the use of the stealthstation s7 system. There was no impact on the patient outcome.

Manufacturer narrative:
A medtronic representative reported that while in a cranial surgery, touch-n-go was not accurate after a valid registration of 3.0. The surgeon verified accuracy; when touching the front of the head, the probe on the software displayed on the back. This patient was under anesthesia before incision. Tracer registration was used as a second type of registration. Tracer passed successfully. Surgery continued with navigation and completed with the use of the stealthstation s7 system. There was no impact on the patient outcome. Patient weight is not available from the site. Software investigation was completed. Analysis of the stealth archive shows that there are symmetrically placed fiducials, which can lead to inaccurate registration. Further investigation finds fiducials were placed on areas of the head with large amounts of fatty tissue, which are greatly distorted in the scan. This suggests a significant amount of skin shift. This issue was documented in a medtronic software anomaly tracking database.